Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event estimated. Correction - device and code correction.

Event description:
Related manufacturer reference number: 3006705815-2023-04813. Additional information was received stating that surgical intervention took place where the leads were explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that patient's system diagnostics recorded high impedances on the lead, as a result the patient was no longer getting effective coverage. Surgical intervention may take place at a future date to address the issue.